Event description:
It was reported that a malfunction occurred with the insulin pump. There was no adverse impact to the customer's blood glucose level. The customer did not report resetting the pump within the last 24 hours, so technical support provided assistance and information to reset the malfunction. After resetting, the malfunction did not recur, and the customer was instructed to continue using the pump and to resume insulin and cgm independently. The customer was advised to call back if the malfunction code recurred, which they acknowledged and understood.